Event description:
Boston scientific neurovascular became aware of an event in which the subject device `ruptured' when it was being inserted into approximately the middle segment of a tracker excel-14 microcather. No complications with the patient occurred as a result of this event.